Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
A medtronic representative reported that reassembling the staff monitor cable and checking the video graphic array (vga) splitter and connections did not resolve the issue, so the computer was replaced. There were no further issues reported after the computer was replaced.

Event description:
A medtronic representative received a report that a navigation system was intermittently displaying no input detected on the monitor. This occurred after system boot-up. No further details were provided. There was no patient present when this issue was identified.